Manufacturer narrative:
(B)(4). Lead, model 3889-28, lot# v990442, implanted: (B)(6) 2012, explanted: na. Programmer, model 3037, serial# (B)(4).

Event description:
It was reported that the patient slipped and fell in the tub and since then her device had not worked correctly, leading to a loss of therapeutic effect. Impedance measurements were within normal range, and no cause for the loss of effect was determined. It was noted that the patient stated the device was still giving therapeutic effect. No interventions were scheduled, and the patient was doing well. She planned to turn the device off for a week and report to her physician to see if she had noticed any difference. Additional information has been requested, but was not available as of the date of this report.